Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction : primary product batch/lot number under section d was updated to k11250206 0287. Correction : h8. Was updated to initial use of device. Correction to b5 summary : on 08/20/2025, intuitive surgical, inc. (Isi) received user facility report 3902670000-2025-8011 stating: during robotic procedure, cadiere forceps broke, cable visible toward the working end of the instrument. Removed from the patient and robotic arm. No portion of the instrument was noted to have broken free and area that it was in was inspected. No injury observed to the patient. Instrument has 3 lives remaining per davinci list. Instrument given to coordinator. Correction: h10 was updated to include 3902670000-2025-8011.

Event description:
Refer to h11 for follow-up information.